Event description:
The user facility reported that a 59-year-old male implanted with the impella 5.5 pump had low purge flow which was treated with tpa for several hours. The subsequent minimum and maximum flows were equal and pump replacement was recommended due to pump saturation. The pump was removed hours later when the issue did not resolve. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported flow saturation was completed. Analysis of the returned data logs confirmed a sharp increase in purge pressure and saturated flows correlated with a high motor current. This spike in purge pressure suggests a kink in the purge system. The pump was returned, and the high purge pressure and saturated flows were reproduced. Blood was found in the purge line and a kink was found in the catheter just above the kink protector. The root cause of the high purge pressure was a kink in the purge line resulting in blood ingress into the purge line causing a blockage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.